Event description:
It was reported that the patient felt extra heartbeats with their device. Per follow-up with the clinic, the patient has an underlying sinus rhythm with frequent bigeminy premature atrial contractions (pacs) which could account for the feeling of extra heartbeats that the patient experienced. The patient has not been seen for over a year. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.